Manufacturer narrative:
The customer subsequently changed the aspirate probes and performed another routine system check which failed to meet instrument specifications due to elevated washed relative light units and % coefficient of variations. Beckman coulter inc. Customer technical services led the customer through additional troubleshooting which included visual inspection of the instrument wash arm, probes and tubing. No issues were noted and service was scheduled. Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed both a wash and precision pump volume dispense check with no splashing or bubbles noted. The fse verified the mixer belt speed, wash tower vacuum pressure and wash pump vacuum pressure. All components were operating within instrument specifications. The fse replaced the pinch rollers and mixer bearings, the peri-pump tubing and aspirate probes. A subsequent full system assessment met instrument specifications. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04132; 2122870-2011-04172; 2122870-2011-04133; 2122870-2011-04134; 2122870-2011-04135.

Event description:
The customer reported that on (B)(6) 2011 elevated cardiac troponin (accutni) results, within the assay's risk stratification range, were generated on an access 2 immunoassay system for fifteen patients. This is report three of five and represents the erroneously elevated accutni result, within the assay's risk stratification range, for one patient generated on (B)(6) 2011. Upon repeat on the same instrument, the accutni result was lower, within normal reference range, and regarded as valid. Actual accutni patient results were not provided by the customer. The patient was admitted to the hospital based upon the initial erroneous accutni result. Instrument accutni quality control (qc) results were within the customer's established ranges prior to the event. However the customer indicated that on the morning of the event, the instrument's accutni qc results were out of range. A routine system check failed to meet instrument specifications due to elevated washed relative light units and % coefficient of variations. Specific instrument data was not provided by the customer. Specific patient information and sample collection/handling information was not provided by the customer.